Manufacturer narrative:
(B)(4). The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number. A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to the food and drug administration (FDA) in which the FDA then reported to baxter product surveillance of an incident in which a patient was receiving an infusion of chemotherapy when her husband sought assistance from nurse. The husband stated that there was a pool of liquid on the floor. Nurse investigated and found a 4 foot by 1 foot area of blood and chemo solution (chemotherapy with oxaliplatin and leucovorin) on the floor which had apparently dripped down from an unknown continuflo IV tubing onto the patient's sweater, down the side of the chair and onto the floor. There was no patient injury reported. No additional information is available.